Event description:
It was reported that there was noise on atrial channel due to electromagnetic interference and far field r-wave (ffrw). The lead rem ains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.